Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode and was admitted to the hospital. The patient underwent several tests and a device check and was discharged two days later. Subsequently, the patient experienced an additional syncopal episode and performed a remote interrogation for review by their physician. The cause of syncope was not known. No additional adverse patient effects were reported. This product remains implanted and in service.